Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the sensor failed and stopped working. The parent noted that prior to the failure, the patient experienced pain and discomfort during use of the sensor. Upon removal of the sensor from the patient's leg, it was discovered that the sensor wire was bent, which likely caused the sensor to fail. On the same day, an infection and symptoms developed under the adhesive area. The parent sought medical intervention for consultation on (B)(6) 2026. Although no laboratory tests or medical procedures were performed, the physician prescribed oral antibiotics (unspecified). At the time of the report, the patient fine and doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.